Manufacturer narrative:
The download data from the returned device contained no timeouts, drive stalls, or hazard alarms. A few high pulse widths were observed in the beginning of the download data between 0 and 400 pulses, though these did not equal or exceed 250 ms to be considered timeouts. These high pulse widths did not disrupt insulin delivery and the device delivered 1165 pulses and was then deactivated by the user. No damages or defects were observed during investigation that would inhibit the device's ability to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. Beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. Welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. Puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient had high blood glucose levels of over 600 mg/dl and they were vomiting. The patient was taken to the children's hospital and was treated with intravenous therapy with fluids and insulin. The patient was released after 12 hours.